Event description:
Per complaint (B)(4), a dental implant fractured on the day of initial placement. The procedure was completed within the same visit. There was no patient impact.

Manufacturer narrative:
Follow-up submitted to report device evaluation. Per evaluation, no device fracture occured.